Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 600. Tandem technical support recommended changing infusion set and cartridge. Customer placed the cannula in another location that had no scarring. Customer's blood glucose level lowered to 497.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.